Event description:
It was reported that when the patient was at home the pillar fully extruded a couple of days after the implant date. There was no report of patient impact. The implant date and explant date were not provided.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The product was not returned to the manufacturer for evaluation. Method: no testing methods performed. Results: no results available since no evaluation performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.